Event description:
It was reported the patient's avm was treated with 2 vials of onyx, nbca glue via one marathon catheter and an ultraflow catheter. Afterward, the avm was observed bleed and the patient subsequently expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.(B)(4)